Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were harder to press and battery lifer was 10 days. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting for the keypad anomaly. The customer stated that act, up, and down arrows were hard to press. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding.